Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact and corroded battery tube. Unable to verify failed battery test or perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to corroded battery tube and battery cap contact. Pump had cracked case at display window corner, battery tube threads, and minor scratched display window.

Event description:
Customer reported via phone call of having to change batteries often, at least every other day. Customer was also receiving excessive failed battery test alarms. During troubleshooting, it was found that battery compartment was corroded. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.